Event description:
On (B)(6) 2024 I had an medtronic ICD implanted, serial number (B)(6), model number 6946m62 and serial number (B)(6), model number dvpd3d4. In (B)(6) of 2025 I was in (B)(6) taking care of my daughters dogs when I was shocked by my ICD unit 5 times. I saw my doctor on (B)(6) 2025, they did a scan of the medtronic unit and heard some noise. My doctor decided he needed to replace the unit. On (B)(6) 2025 a new unit was placed serial number (B)(6) model number5076-45, serial number (B)(6) and model number 5867-3m, serial number (B)(6) and model number ddpa2d4, abt lead. The original lead had corroded and broke in half and that was why I was shocked. I had one of the new leads pop off and I had to go back into surgery the next day to have it put back on. During the surgery I had an IV infiltration and my left arm swelled enormously. I ended up with a dvt from my cartoid artery to my elbow. I called medtronic to ask about the warranty on the lead and the ICD. They told me that it is one year. They told me that since my lead had been replaced with a different brand that voided the warranty. They told me to contact abbott and they would honor the warranty. I did call and was told that no, they do not warranty another companies lead. I spoke to my doctor and he had filed a report regarding the lead, and the medronic rep. Had taken the lead to have it looked at by medtronic to see why it failed. I have been arguing with them for months and they will not honor the warranty. I asked them why would I replace a bad lead with a lead from the same company. I asked how did they know if they might have a batch of bad leads. No response, just that they are really sorry but there was nothing they could do for me. All I am asking for is the warranty reimbursement to help cover some of my medical expenses. Reference report#: mw5188962, mw5188963. Reference report#: mw5188961, mw5188963.